Manufacturer narrative:
6b. If explanted, give date, corrected data: initial report inadvertently did not include the correct explant date.

Event description:
Generator product analysis (pa) was completed. The reported allegation of ¿high impedance suspected generator issue¿ was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The setscrew shows indention marks, indicating the lead pin was once secured. The generator output was monitored for >24 hours, and there was no variation in the delivered output current. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Product analysis was completed on the returned lead. Inspection of the lead connector showed no setscrew marks on the connector pin suggesting that the lead connector was not secured properly. Also, a reddish-brown substance was noted on the connector pin surface. Also, the connector pin shows appearance suggesting that pitting or electro-etching conditions have occurred on the pin surface. An energy dispersive spectrometry (eds) analysis was performed on the sample of the reddish-brown substance observed on the pin. The higher percentage of iron in this sample suggests oxidation may have occurred. Though it is difficult to state conclusively, the observed absence of setscrew marks on the pin and the foreign corrosion on the connector pin likely indicate that the connector pin had not been fully inserted into the generator, and therefore the cause of the high impedance was due to incomplete pin insertion. Continuity checks of the returned lead portion were performed, during the functional analysis, with no discontinuities identified. No additional relevant information has been received to date.

Event description:
During a periodic programming history database review, high impedance on system diagnostics was seen. The patient underwent generator replacement surgery due to high impedance. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.